Event description:
It was reported that the customer was taken by ambulance to the hospital due to hypoglycemia. The customer's blood glucose reading was 31 mg/dl at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.